Event description:
Device report from (B)(4) reports an event in (B)(6) as follows: patient was implanted with mis construct on (B)(6) 2012. The locking cap became loose. It was reported the distal left dislodged a locking cap. Patient was returned to the operating room on (B)(6) 2012 for removal of all hardware. This is 3 of 3 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.

Manufacturer narrative:
Device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The measurable dimensions were found to be in compliance with the technical drawings and ao asif specifications. The review of the raw material test certificate and the manufacturing documents had shown no deviations to material analysis, tensile strength, structural stability and manufacturing. The values correspond to the ao asif specifications and to the international norms. The visual inspection shows visible traces. We assume that these tracks were created during assembly or disassembly. Unfortunately we can not determine the exact cause of failure. No product fault could be detected.